Event description:
A medtronic representative reported that in a spinal fusion procedure the surgeon was intermittently tracking during active navigation using probes and arrays. The surgeon completed the procedure with the navigation system. There was no impact to the outcome of the patient.

Manufacturer narrative:
The full patient identifier was (B)(6) which would not fit in the field due to character limitations.a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. The rep attended a subsequent surgery with the surgeon and there were no issues with navigation. After speaking with the surgeon, it may have been an issue with the new scrub tech not putting the spheres completely on the navigating instruments. The surgeon also mentioned that the patient during the reported incident was quite large. This could also have been a potential cause since the surgeon prefers to use the tactile probes with the percutaneous pin for frame placement. The patient may not have been an ideal candidate for the use of this surgical setup due to potential line of sight issues between the instrumentation and tracking camera.